Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during lobectomy, 4 firings were successful. For the 5th firing in bronchus resection, the surgeon clamped the tissue, pushed the green button and started squeezing the handle, however could not fire the device. The surgeon re-clamped the tissue however the status was same. Replaced by new device, and the resection was completed. No patient injury.